Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Charge will not come out of drive lockout. Chair will drive after disconnected from chair. Drive inhibit cable lets chair drive when elevated at full speed.